Manufacturer narrative:
Manufactured may 16, 2016 ¿ may 18, 2016. One infusor unit was received at the plant for evaluation. Visual inspection on the infusor device via the naked eye shows no signs of physical abnormality that could have caused the reported leak problem. A functional leak test was subsequently performed by manually filling the bladder with green colored water. During and after fill, no evidence of leak was found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This occurrence was noticed after use. There was no patient injury or medical intervention associated with this event. No additional information is available.